Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction; h10 (clinical investigation) it is unknown if a temporal relationship exists between pd therapy utilizing fresenius product(s) and device(s) and the patient¿s adverse event of peritonitis. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the performance of any fresenius product(s) or device(s). It has been well established pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, most cases of peritonitis are caused by touch contamination with the pd catheter being a source of entry for organisms into the peritoneum. In the absence of a confirmed root cause, the fresenius product(s) and/or device(s) used by the patient for pd therapy cannot be excluded as a potential source or contributor to this patient's adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.